Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the health care practitioner's office, due to high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) and headache, while wearing the pod on the leg. The doctor administered extended insulin manually through a pen and prescribed aspirin paracetamol 500 mg to treat the headache. The pod has been discarded.